Event description:
Patient reports solis pump issue (serial number: (B)(6)), cassette latch will not release cassette. Trouble shooting, latch unlocked and will not release cassette. Reports completing mix and currently using back-up pump. No further details or dates provided. Set flow rate and volume delivered are unknown. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved.